Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the system displays image with poor contract is unconfirmed, as the scanner performed to manufacturer specification. A history review of serial number (B)(4). Showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that the system displays image with poor contrast.